Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report he was admitted to the hospital for dka and symptoms of abdominal pain, nausea, vomiting, blurred vision, increased thirst and urination. He was treated with IV insulin from (B)(6) 2013. He continued insulin pump therapy around (B)(6) 2013. The patient claimed that he had the same symptoms with ketones on (B)(6) 2013. At the time of the call to animas, his blood glucose reading was at 278 mg/dl, down from 446 mg/dl 2 hours prior. He remained on pump therapy. Troubleshooting indicated that there was no product malfunction associated with the alleged incident. The patient is (B)(6) years old and complains of leg pain and is going through puberty per grandmother. The advance features and the basal segment are correctly programmed according to the patient¿s usage. This complaint is being reported because the patient required hcp treatment for hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.